Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient wanted to meet with a manufacture representative (rep) so they were redirected back to their healthcare professional (hcp) to request one. Additional information was received from a patient on (B)(6) 2017. They indicated that the cause of their sudden pain was not known. They turned up the stimulator after a rep verified they could. It did not really provide any relief. The sudden pain in their neck/shoulders has not been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of cervical/neck and spinal pain . It was reported that the system had been working well, but on the night of (B)(6), the patient felt an unusual amount of pain in their neck and shoulders. It was noted that this was the target area for the therapy. The patient stated that the stimulation was on and that it was on group c at 1.15v. The patient mentioned that they were not in nearly as much pain as they were on the night of the event. The patient planned to increase their stimulation to see if this helps with the pain. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient still gets intermittent pain. Pain at neck and shoulder area. Pain flare ups started past few months from this report. It is unknown whether the change in therapy is related to positional movement. Patient said that this pain could be due to how he is sleeping, said he could be sleeping in the wrong position and the pain will wake him up and then it just stays. Patient said that he has adjusted all the settings that he can, and the rep provided more programming options for him to adjust. Patient indicated that they saw the rep for reprogramming due to pain flare up about 1.5 months from this report (which is approximately (B)(6) 2017) and the manufacturing representative (rep) provided additional programming options for the patient. Patient indicated that he is scheduled to have ins replaced in 1-2 weeks with new system and wanted information about the difference between the current ins and new system. Patient redirected to hcp to discuss current pain situation and reprogramming options. No further patient symptoms or complications were reported in this event.